Manufacturer narrative:
No product was returned for evaluation. Review of the lot history and device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The IFU precautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. A search of the angio-seal database revealed no training record for the deployer. The IFU cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.

Event description:
It was reported following a subclavian stenting procedure, an angio-seal was deployed. During deployment the mentally challenged patient became very uncooperative. The deployment was successful and hemostasis was achieved. There was no oozing or bleeding and the groin site looked good. The physician requested a femostop be applied as a precautionary measure. The patient went to intensive care. Three hours later, the patient experienced hypotension and flank pain. An ultrasound was negative for a retroperitoneal hematoma. The patient had a distended abdomen and was sent to surgery four hours later where internal bleeding was diagnosed. Later, the patient died as the family requested no resuscitation be performed.